Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed an alert for multiple nonsustained oversensing episodes due to a declined sensing amplitude. Interrogation detected the device fired twice with an aborted shock right before the appointment. Twiddlers syndrome was confirmed when a x-ray revealed the header in the opposite direction and lead dislodged into the tricuspid valve. The patient was at the gym before the lead had dislodged. The lead could not be repositioned due to the high level of blood preventing helix extension and retraction. The lead was capped and replaced. The patient was condition is stable.